Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illumination did not turn on during setup for a procedure. The system was restarted and the illumination worked.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative found a cracked aspheric collimating lenses in the table top (tt) illuminator module and a non-conforming lamp. Both of which, were replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the cracked aspheric collimating lenses in the tt illuminator module. An internal investigation was opened to address the ¿cracked lens issue." (B)(4).